Event description:
Severe inflammatory reaction in the knee joint. A pt (age and initials unspecified), with a previous history of six or seven synvisc injections who experienced a severe inflammatory reaction aorund the knee joint. The pt recieved an unk number of injection(s) of synvisc into an unk site(s) on an unk date(s). The pt experienced severe inflammatory reaction around the knee joint. The physician assessed the relationship was received april 2006 from the treating consultant rheumatologist. The consultant osteoarthritis who had received prior synvisc treatment cycles in 2002, 6 months later , 13 months later an a year later. On nov-21-2005, the pt received one injection with synvisc in the knee. On the same day following the injection, the pt experienced an inflammatory reaction in the knee joint. An aspiration was performed 2006. The wound culture showed numerous polymorphs and numerous lymphocytes but no oragnism and no bacterail growth. Four days later the pt recieved an intra-articular injection of 80mg depomedrone (methylprednisone acetate). The consultant reported that the temporal relationship of the inflammation to the synvisc injection "makes it very likely that the event was related to synvisc". The pt had recovered nov-2006. Depomedrone (methylprednisone acetate) 80mg intra-articular.